Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was able to be successfully paired with the app after implant using ble. The patient was stable.

Manufacturer narrative:
The reported event of device losing bluetooth (ble) telemetry during implant was confirmed. Based on the information provided, it was determined ble signal attenuation resulted in the signal quality moving to poor/extremely poor range post insertion.